Event description:
Customer states that they were using beckman coulter digoxin reagent ('dign') on a synchron cx5 instrument and obtained a result of 0.3ng/ml. The digoxin test was repeated with another method and was reported to be 1.2 ng/ml. The customer concluded that the result using the beckman coulter reagent was a false low result. A false low digoxin result, accepted by the physician, may be used in diagnosis and/or for treatment and dosage decisions. Current investigational results identified three lot numbers of dign reagent that are implicated in the erroneous result. These lot numbers have been placed on stop ship status and a corrective action has been initiated.